Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's left anterior descending artery. Upon an attempt to inflate the balloon catheter, it was reported that the balloon burst at 3 atmospheres of pressure. Subsequently, the stent became dislodged from the balloon catheter and embolized to an unk location in the pt's body. There were no pt complications reported relative to this event.